Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the touch position of the touchscreen is out of the correct position. There was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
MFR received date: 10 oct 2019. The customer has been contacted to obtain information regarding the device's evaluation and repair. The customer chooses to not have the repair of this device done at this moment. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the touch position of the touchscreen is out of the correct position. There was no patient involvement. Event date not specified, estimate used.